Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure two right ventricular (rv) lead were attempted to be implanted; however, they both had high and undefined impedance and no pacing signal was observed in the monitoring. The rv leads were removed and a new rv lead was implanted along with an atrial lead and implantable pulse generator (ipg). The patient was returned to the recovery ward post implant but experienced asystole. Two rescue attempts were done; however, the patient died. The cause of death is unknown.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the full lead was returned with the helix extended. If information is provided in the future, a supplemental report will be issued.